Manufacturer narrative:
The device has not been returned, therefore, no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that one year and seven months after the implant of this transcatheter pulmonary bioprosthetic valve, a type one stent fracture was noted and did not require treatment. Five years after the implant, endocarditis was noted and the valve was explanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.